Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015. Patient reported that she experienced a debilitating low while waiting for her dexcom supplies to arrive. Dexcom supplies arrived on (B)(6) 2015. Patient reported that her symptoms included sweating and confusion. Patient stated that she did not require medical intervention for the reported event. No additional event or patient information is available there was no alleged device malfuction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.